Event description:
Device 2 of 2. Reference MFR report#1627487-2015-08052.

Manufacturer narrative:
Results: the complaint was not confirmed. As received, microscopic inspection revealed instrumentation damage on lead quattrode (3146) ¿a¿. This damage is consistent with leads being pulled while the setscrews were still engaged. The lead was returned with a missing terminal electrode for channel 1. The damaged electrode was consistent with the explant procedure. Quattrode (3146) ¿b¿ was returned complete. No functional testing was performed due to broken wires in lead ¿b¿. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2.reference MFR report#1627487-2015-08051.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.